Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A blood like substance was also identified in the balloon which is indicative of a leak. A pinhole leak in the balloon material was noted 9mm distal from proximal markerband. An examination of the balloon material and markerbands identified no issues. All blades were fully bonded onto the balloon. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 10atm upon second inflation for 60 seconds. The device was then simply and completely removed from the patient's body. The lesion was dilated enough, thus no additional dilatation was performed after the device. No complications reported and patient's condition is good.